Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the occlusions, the customer would change the infusion set site; no damage was noted to the cannula. The customer's blood glucose (bg) level was 400-500 mg/dl and insulin pens were used to address the bg level. As these occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. A tandem clinical diabetes specialist spoke with the customer regarding the occlusions and suggested to change the infusion set site and to make sure to change the cartridge and infusion set every 2-3 days.